Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Subsequently, the pump shut down. Customer¿s blood glucose (bg) level was greater than 500 mg/dl and experienced moderate ketones. High bg was a result of the pump not charging. A correction bolus was administered to address the high bg. The customer continued to use the pump for insulin therapy.